Manufacturer narrative:
After analyzing the device, a defect was detected on the power supply board causing the malfunction. Based on the information provided by the care facility, the device acted as designed, when a hardware failure has been detected, it alarmed and shut down safely. At the time of the device alarmed and shut down, no supervisor was present to handle the alarm as required by the instructions for use. Ten minutes later, the device was turned on again according to the log file. According to the instructions for use a supervisor shall always be present during treatment in order to handle alarms and conditions and a resuscitation bag shall be available.

Event description:
Information from the health care facility report translated to english: "device collection on (B)(6) 2017 after the message that the customer has died. Daughter-in-law asked if the device would stop operating if the patient dies. According to the emergency doctor, this would be normal, she said. According to the nurse, who was away for a short while to buy spinach and the device was switched off and the client was lying dead in the chair when she came back. This happened at lunchtime."